Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found air leakage at the video connector, poor endoscope connection occurs, a crack on the video connector and corrosion on the device. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head connector section had an air leakage and the endoscope had a poor connection. There were no reports of patient injury or medical intervention associated with this event.